Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-00657. It was reported that stimulation on the leads was reducing on its own. X-rays revealed that both leads were fractured. Surgical intervention may take place to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received tha patient underwent surgical intervention where in the leads were explanted and replaced restoring effective therapy.